Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify e70 alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer¿s blood glucose during the incident was 309 mg/dl. Troubleshooting was performed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was possibly exposed to a magnetic resonance imaging machine. The customer also reported that they received a motor position encoder error alarm. The insulin pump will be returned for analysis.